Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, right ventricular (rv) lead sensing was low. The physician suspects micro dislodgement, and plans to monitor the patient by follow-up. The patient is in stable condition.

Event description:
A system revision was performed due to a low sensing on the right ventricular (rv) lead. The physician alleges a micro-dislodgement had occurred. The lead was capped and replaced, and the patient was in stable condition.